Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt was seen in clinic with signs of hemolysis and cola-colored urine. The pt was admitted to the hospital for laboratory work and treatment of hemolysis. Heparin infusion was noted. During admission for hemolysis and suspected pump thrombus, the pt's lactate dehydrogenase was elevated to 3000 with an international normalized ratio (inr) of 4.0. A ramp study that was completed revealed av opening at speeds of greater than 9000 rpm. The pt's creatinine level was at 1.9. It was reported that the pt was not a transplant candidate. The pt underwent a pump exchange and the explanted pump will be returning for evaluation.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.